Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that the patient indicated that they tried using all of the standard 7 programs and can feel stimulation but they were not helping with frequency and urgency symptoms. The patient indicated that the stimulation was minimally effective during the trial and they decided to go to implant. Since the time of the implant the patient has not gotten effective symptom relief from the device. The caller checked the usage information on the handset and it indicated that there was no data available. The patient reported that he had not been using stimulation for a while. The caller provided the following impedance information. Ref 0: c 1049 ohms 3 >4000 ohms 2 >4000 ohms 1 >4000 ohms ref1: c 1015 ohms 3 >4000 ohms 2 1909 ohms 0>4000 ohms ref2: c 1015 3 1366 ohms 1 1909 ohms 0 >4000 ohms ref 3: c 1015 ohms. The caller programmed the following programs for the patient: prog b c+ 0- patient was feeling stimulation at 3.1 v prog c c+ 1- patient was feeling stimulation at 2.6 v prog d c+ 2- patient was feeling stimulation at 0.8 v the caller indicated that they were going to have the patient try to use these new programs for a period of time to see how the patient responds. No further complications were reported/anticipated at this time.